Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There was also vegetation on the lead. During the extraction, this ra lead fell apart at the tip which required a snare to extract the entire lead. This ra lead was successfully explanted. No additional adverse patient effects were reported.